Event description:
As reported by the sales rep., a pt of unk medical history experienced a thrombotic event approx 58 months post implantation of a cypher stent in an unk coronary artery. Info regarding the index procedure and thrombus treatment was not available. Per the physician, the pt had not been on plavix for the last 4 yrs and had stopped taking aspirin a week prior to the thrombotic event. The product remains implanted in the pt and is thus not available for eval. A review of the mfg records could not be conducted, as no sterile lot number is available.

Manufacturer narrative:
Thrombotic events are known potential adverse events associated with coronary artery stenting. Pts who are known to be at high-risk for restenosis and thrombosis include those with diabetes, long lesions, small vessels, bifurcations, and restenotic lesions. The IFU indicates that since the relative risk of stent thrombosis with cypher stent is equivalent to that of a bare metal stent, the physician should use best clinical judgment in determining the need for a more extended duration of antiplatelet therapy in high-risk groups, as they would when using a bare metal stent. With such limited pt and procedural info available for review, the lack of availability of the product's lot number to perform a DHR review, and the unavailability of the product to analyze, it is not possible to determine what factors may have contributed to this event. However, there are possible pharmacological factors that may have contributed to it.